Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station was not powering on and remote service offline.The customer tried to recover the failure and performed basic troubleshooting, but the issue remained unresolved.The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 16-JAN-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station completely dead, including the power supply fan, not spinning. A field service engineer (FSE) found that the pyxie bus ribbon cable in the main cabinet had been damaged by contact with the drawer chassis in position 1. The damaged cable appeared to have caused a short circuit, resulting in the power supply shutting down. FSE replaced the pyxis bus ribbon cable and rerouted it to prevent contact with the drawer chassis, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.